Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per the complaint details, a study patient (sited from a literature review) ¿presented a dislocation which was treated with a closed reduction.¿ smith and nephew has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event. Therefore, the root cause of the reported dislocation and subsequent closed reduction and/or the patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed

Manufacturer narrative:
(B)(4).

Event description:
It was reported in the publication "revision surgery for a dislocated constrained total knee arthroplasty ". Authors: jonathan hagedorn, ba; brett r. Levine, md, department of orthopedics, rush university medical center, chicago, illinois. The authors of the study reported that a patient presented a dislocation which was treated with a closed reduction.